Event description:
It was reported that pump touchscreen was less responsive during use. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.